Event description:
It was reported that the procedure was to treat an unknown lesion in an unknown coronary artery for a patient with st segment elevation myocardial infarction (stemi). Using the copilot bleedback control valve (bbcv) and a non-abbott extraction catheter, thrombotic material in the target lesion was aspirated. Air bubbles (embolism) were noted in the vessel and the patient experienced electrocardiogram (ECG/EKG) changes. As a result, a syringe was used to aspirate the air. Then the patient recovered to a stable condition; however, the decision was made to stop the procedure at that point, and the patient was kept hospitalized for monitoring. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Although the device was not returned for analysis, the copilot has an internal positive pressure due to the normal blood pressure of the patient and would therefore only allow blood/contrast to escape under normal procedural use. Potential factors that can contribute to air being introduced into the system include, but are not limited to, associated devices being used, cap rotation technique, loose connections, inadequate preparation of devices, manufacturing (component defects), materials, damaged seals or damaged threads. As the reviewed information indicated that there was no leak, blood backflow or issue with the copilot, there does not appear to be any indication of a product deficiency with the device. Furthermore, it is unlikely that the reported air embolism was due to any interaction relating to the copilot. In this case, it is possible that there was a loose connection between the copilot and device connected to the copilot which resulted in air being introduced into the device during aspiration of the thrombosis; however, this cannot be confirmed. Although a conclusive cause for air being introduced into the system cannot be determined, there is no indication of a product quality deficiency with regards to the copilot. The reported patient effect of EKG/ECG change was likely a secondary effect of the air embolism, which required a syringe to aspirate the air as additional therapy/non-surgical treatment. The patient recovered to a stable condition; however was kept hospitalized for monitoring.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balanced middle weight (bmw); guide catheter: medtronic herpa nx active; other: quickcat extraction catheter. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.